Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer reporting that they needed assistance in connecting the programmer and then the patient recharger. Caller stated the patient is connected to the recharger and patient is charging the ins battery with full coupling at 1/4. They called back again and said they needed help using equipment. They said it felt like it turned off last night. They don't know they are feeling like them-self like when they called before. During the call they used the recharger and saw 8 coupling boxes filled in and says the ins is about a half or 3 quarters and stim is on. Caller thinks the patient could have accidentally turned stim off but isn't sure and will talk with patient.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep) stating that the patient had lost their controller and the rep suspected that the patient let the ins deplete so it turned off. The rep was not with the patient and received a message about the use of the al because they had used it in the past.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for parkinson's dual and movement disorders. It was reported that assistance was needed in checking the patient's device. They report that they think the ins is "disconnected", or off, because the patient has been shaking since yesterday. It was reviewed how to sync and check the therapy with the patient programmer. The caller reported that the ins was off and the patient wanted the ins back on. The caller confirmed the ins was then turned on. They did not know how the ins got turned off. After the patient turned it back on they reported that they had facial withdrawal. The patient was reported to be okay. No further complications were reported or anticipated with this event.